Event description:
It was reported that the pump screen was broken and non-functional, as it did not turn on despite multiple attempts using different cables and outlets. There was no adverse impact to the customer's blood glucose level. The customer arranged for the device to be returned, and a replacement pump with a new serial number was issued.